Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, customer was not performing proper air removal techniques. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 238 mg/dl.